Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The reported problem (add gel/replace belt) has been confirmed. The cause of the add gel/replace belt messages was due to end cap separation and both white cables becoming unplugged from the auxiliary board. The root cause of the end cap separation cannot be positively determined but was likely a result of a drop or excessive force. Upon further investigation, the reported problem (won't power up) was also confirmed. The cause for the monitor not powering up was due to l3 failure on the defibrillator board inhibiting the ca board from receiving power. The root cause for the l3 failure cannot be positively determined but was likely a random component failure. No adverse event resulted from the disconnected cables. The pt received a replacement monitor.

Event description:
A (B)(6) female pt called in to zoll lifecor customer support to report that she was receiving add gel replace belt messages and now her monitor will not power up. The pt was provided with a replacement monitor.